Event description:
The customer reported being in the emergency room due to high blood glucose of 670mg/dl. Troubleshooting was performed. The customer's blood glucose was elevated from the early morning to lunch time, and she experienced nausea and tiredness. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer had an x-ray at the hospital, but she did not remove the device. Ran a displacement test and passed. Advised the customer to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.